Manufacturer narrative:
This report is submitted on july 5, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced magnet dislodgement and pain during a MRI (tesla strength unknown). The patient's head was wrapped with compression bandage during MRI. Surgery to replace the magnet is planned but has not yet taken place as of the time of this report.

Manufacturer narrative:
Per the clinic, surgery to reposition the magnet was completed on (B)(6) 2018.